Event description:
In (B)(6) 2011, it was noted that tumor recurred. Revision surgery will be performed in the future. Date has not been decided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product rec'd by mfg., evaluated by manufacturer. Examination of the reported devices by depuy international confirms taper corrosion. A review of device history records finds no related manufacturing deviations or anomalies. The investigation can draw no conclusions regarding the reported event. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.